Event description:
It was reported that the patient had been hospitalized with diabetic ketosis, but not dka (diabetic ketoacidosis. Blood glucose levels were not provided. The patient's mother reported she did not feel there was a device malfunction, and that the hospitalization was due to the stomach bug.. However, the previous day, mother did not enter the correct transmitter information in the omnipod system, therefore the patient was unable to receive readings from the continuous glucose monitor (cgm). The pump went into manual mode due to lack of communication with cgm. In manual mode, the system does not auto-adjust insulin for any increased insulin needs.. This could have potentially contributed to the patient's hyperglycemia that led to hospitalization. It was also reported that the patient was in diabetic ketosis, high blood sugars, vomiting and had diarrhea.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.